Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level was 31.1 mmol/l. The customer was trying to upload pump to (B)(4) but meter not link to pump and unable to upload details of pump. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.